Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('inner coil, it broke about halfway down its length and this portion was removed/') and embedded device ('left essure device partially embedded myometrium of cornua') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain female, endometriosis, pelvic adhesions, pelvic adhesions, cystoscopy and endometriosis ablation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy, laparoscopic removal of essure devices bilaterally, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage and embedded device outcome was unknown. The reporter considered device breakage and embedded device to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('inner coil, it broke about halfway down its length and this portion was removed/') and embedded device ('left essure device partially embedded myometrium of cornua') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain female, endometriosis, pelvic adhesions, pelvic adhesions, cystoscopy and endometriosis ablation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy, laparoscopic removal of essure devices bilaterally, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage and embedded device outcome was unknown. The reporter considered device breakage and embedded device to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: pif received: reporter and essure insertion date added. Amendment is ticked as initial case ird (B)(6) 2021 is already distributed hence getting error follow up date should not be greater than initial receipt date while distributing the case). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('inner coil, it broke about halfway down its length and this portion was removed/') and embedded device ('left essure device partially embedded myometrium of cornua') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain female, endometriosis, pelvic adhesions, pelvic adhesions, cystoscopy and endometriosis ablation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy, laparoscopic removal of essure devices bilaterally, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage and embedded device outcome was unknown. The reporter considered device breakage and embedded device to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.